Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported issue. Investigation revealed transducer fault pt800 (turbine differential transducer), pt801 (exhalation pressure transducer) and pt802 (exhalation flow transducer) failed. This is a known issue which can referenced to CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela is not ventilating and alarm ventilator inoperable (vent inop) and motor fault. The ventilator also gives transducer fault medium alarm. The customer confirmed that there was no patient harm associated with the reported event.